Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support guided the caller through a pump reset, but the cgm error code reappeared as error 55. Consequently, technical support decided to replace the pump.